Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2012; 6944-65 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the current device, the left ventricular lead was damaged and repaired. At that point, high impedance was detected at polarities related to the ring. The lead was then programmed tip-to-coil which had good impedance measurements. At a routine device check, several years later, the technician felt that the threshold was low and reprogrammed the lead back to tip-to-ring. The next day an alert was triggered for undefined impedance. A possible fracture was also suspected. The patient was seen the following day and the lead was reprogrammed back to tip-to-coil. The lead remains in use. No patient complications have been reported as a result of this event.